Event description:
It was reported that the cuff had a bulge in the anterior part. The reporter also stated that she inflated the cuff to 20-25cc of air for a better fit for the pt. Pt was re-cannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Per the product instructions for use (IFU): warnings: under no circumstances should more than 25 mm of mercury air pressure be used to inflate the cuff. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. As a further precaution for ventilator-dependent patients, cuff inflation should be checked on a regular basis and replacement tracheostomy tubes should be kept at bedside.